Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the label was incorrect. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified shunt. A 6.0mmx40mmx80cm sterling¿ balloon catheter selected was displayed in the label on the outer box. However, during unpacking, it was noted that the inner label displayed 6x2mm sterling balloon catheter. The procedure was completed using this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an opened sterling otw shelf box and product pouch. The sterling balloon catheter was not returned for analysis. The labels were microscopically examined. The shelf box was a sterling otw 6.0mm x 40mm x 80cm for batch 20157743 and the product pouch was a sterling otw 6.0mm x 20mm x 80cm for batch 18541488. Both the box and pouch were opened with no other packaging and the device returned. The size and batch numbers on the labels were both different; however, the shelf box matched the reported batch number. Inspection of the remainder of the packaging/labels presented no other irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the label was incorrect. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified shunt. A 6.0mmx40mmx80cm sterling¿ balloon catheter selected was displayed in the label on the outer box. However, during unpacking, it was noted that the inner label displayed 6x2mm sterling balloon catheter. The procedure was completed using this device. No patient complications were reported.